Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage at the metal connector was confirmed through an onsite evaluation by an abbott technical services representative. The account reported that the patient noted a slit/cut in the external silastic sleeve of the driveline at the distal metal connector. There were no alarms associated with this event. The patient was monitored until a clamshell repair was placed on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient found a slit/cut in external silastic sleeve of driveline at distal connector end. Clamshell was placed with no issues on (B)(6) 2020.